Event description:
Event description guidant received information that while attemting to implant this left ventricular lead, the coronary sinus was perforated as contrast was being injected through the guide catheter. The lead and guide catherter were successfully removed and returned for analysis.